Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Since no material was returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.

Event description:
Patient reported the cartridge compartment of the infusion device has been damp for the past 4-6 weeks, and he believes the cartridges have leaked insulin. His blood glucose has elevated up to 300 mg/dl as a result. The product was requested for evaluation. He did not have an infection or start new medication, and he did not require treatment from a health care professional or second party to address the issue.